Manufacturer narrative:
.

Event description:
Information previously reported under manufacturer report number 3007566237-2014-00245 and 3007566237-2014-00134, any additional follow up information will be reported under this manufacturing report number.

Event description:
It was reported that the security gates in stores were set that the siren would go off as the patient passed through and their stimulator turned on. It was noted that the patient claimed they just got a dystonia attack with a possible second blackout or short black-outs. It was noted that they ¿were just not removed by ambulance.¿ it was noted that the ¿patient brain had to deal every time with such voltage increases that they would drop dead at a gate.¿ additional information received reported that the manufacturer representative was following up and the issue was not resolved yet. Additional information received reported that the patient status was unchanged.

Manufacturer narrative:
(B)(4).